Event description:
The instrument was used during a laparosocpic cholecystectomy. It was reported the gasket broke off and went into pt. The plastic piece was retrieved and the case was finished. There was no consequence to the pt.